Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger; product ID 377760, lot # v010025, implanted: (B)(6) 2006, product type lead; product ID 377760, lot # v010025, implanted: (B)(6) 2006, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 37761, serial # (B)(4), product type recharger. Broken connector pins/cable assembly.

Event description:
The patient reported they tried to charge but noticed that the connector pin was broken, but wasn¿t stuck in the recharger. The implantable neurostimulator (ins) was also depleted. No patient symptoms or harm were reported. It was noted the patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.